Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with mentor memorygel breast implant 400cc gel breast prostheses and suffered several unexplained systemic symptoms, including joint pain, chronic fatigue, anxiety, panic attacks, cold sensitivity, light sensitivity, sound sensitivity, difficulty concentrating, upset stomach, shakiness, right knee pain, inflammation, entire body cracking and popping, weight gain, itchy skin on breasts, chest tightness, bruises easily, and temperature regulation issues. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient will undergo bilateral explantation on (B)(6) 2020. This medwatch report is for the patient¿s right breast prosthesis.